Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged for possible insulin pump delivery. Customer experienced high blood glucose of 319mg/dl and current blood glucose was also 319mg/dl. Customer was treated with manual injections. Drive support cap appears normal and insulin exited. Insulin pump will not be return for analysis.